Event description:
It was reported that there was extra material detected on the balloon; it was very similar to the material from the balloon. During inflation of the balloon, the additional material fell from the balloon. There were no further indications about any defect. Therefore the catheter was used on patient, but during operation the balloon burst. No complications with patient were reported. The device was discarded at the hospital.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.